Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date implanted ¿ ni, manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-02749 / 9613350-2016-00571). Device remains implanted.

Event description:
Patient underwent a closed reduction due to dislocation approximately 8 days post-implantation after a right hip revision procedure. Postoperative report indicates patient noncompliance.